Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to septic shock. The patient had chronic infection of his driveline exist site(dles), requiring multiple incisions and drainages(I&d) of the dles and suppressive antibiotics. He also had I&d of vad pocket. He was also admitted multiple times for bacteremia. Eventually, he developed non-resolving xmdr pseudomonas bacteremia w/sepsis, believing the infection now seeded in his pump. It was determined that antibiotics would no longer help, hospice care was consulted. It was reported the device operated as intended. The device will not be returned for evaluation. No further information provided.